Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy while he was driving. Interrogation of the device revealed that inappropriate therapy was delivered due to myopotential noise being oversensed. A revision was performed and the physician repositioned the electrode. The device was also turned over 90 degrees and was placed more dorsal. A post-procedure follow up was performed with the patient and the same oversensing was observed during provocation testing. Data was submitted to boston scientific technical services for review. No adverse patient effects were reported. The patient has also requested that the s-ICD be explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the ts consultant was unable to perform a full review as the data was downloaded prior to the last device check and would not provide any meaningful information. Another request for a recent memory download was made; however, one was never received. A few weeks later, the s-ICD system was explanted per the patient's request. No adverse patient effects were reported. The s-ICD system is not expected to be returned.